Event description:
The pt's gu sphincter was surgically removed due to erosion of urethral sphincter. Gu sphincter had been implanted at another hospital. Pt tolerated hospital. Pt tolerated procedure well and was discharged on the same day.